Event description:
It was reported that intermittently the customer received an unspecified alarm that prevented the cartridge from being successfully loaded onto the pump. Customer¿s blood glucose (bg) level was 600 mg/dl. A correction bolus via the pump was delivered to address bg. Reportedly, customer loaded a new cartridge to resolve the issue and resume insulin therapy on the pump.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.